Manufacturer narrative:
Visually inspected and verified the insert has water and vibration. The insert was tested on a digital thermometer gauge # (B)(4) due date: (B)(6) 2019 the temperature is 88.3° degrees. Specification states not to exceed 118.4° f. (Per frs-9175 rev 9) insert meets spec.

Event description:
While using a 30k fsi-sli-1000 insert, there was little water flow coming through and the insert was getting hot; no injury resulted.